Event description:
Applicator opened and inserted into the right nare and rotated as procedure. Following the 15 seconds in the nare, the application was removed noting that the swab was not on the tip of the applicator. Applicator had broken off not at the perforated area but closer to the swab leaving the swab in the nare unobtainable, patient transferred to ed.